Event description:
When an in vitro diagnostic test was performed by the medical technician on whole blood samples using the system 9100+ hematology analyzer with an auto sampler containing a crown with specimen edta tubes on 5/12/97, the system appeared to sample tube 12 twice and skip tube 13. Repeat testing by the medical technician on 5/12/97 of specimens from tube positions 12 and 13, yielded different results for tube 13. This account does not use the bar code feature of the system 9100+ hematology analyzer, which provides positive identification of pt identification numbers by reading the tube twice, once to generate the work list and secondly before piercing the tube for sampling. Field service was on site 5/13/97, but could not duplicate the reported malfunction. The auto sampler crown was cleaned and preventative maintenance was performed on the analyzer, which is routing practice conducted during service. The customer stated that a similar event occurred on 4/14/97 that was not reported, as they felt it was due to operator error. Customer reported another event of the same type occurred on 5/23/97, at which time field service was dispatched to the site again. Field service was on site 5/28/97 and at the time replaced the auto sampler sensor printed circuit board, due to what appeared to be contamination on the sensor (not the crown). After the printed circuit board was replaced, 100 specimens were run with no malfunction of the system. No other reports of this type have been received. The sensor printed circuit board that was removed from the system was returned to biochem for evaluation.

Manufacturer narrative:
Visual examination: the printed circuit board as returned, was visually inspected under magnification (10x) for debris located on the sensor windows. No debris was observed on the assembly. Functional testing: the sensor print circuit board was tested on the mfg test fixture used for testing of new and returned assemblies. The returned assembly performed to specification. System test: the sensor printed circuit board was installed in a system 9120+ with an auto sampler. The system was run with specimens (low and normal controls) both with the sensor assembly aligned and misaligned. All specimen tubes were sampled successfully with no errors. Simulated conditions: the sensor printed circuit board assembly was connected to the auto sampler test fixture to perform the follow tests: electrostatic field measurement: the measured static field in the area of the sensors while the crown was rotating was observed to be between 2kv to 4kv. This testing was performed to simulate the gathering of debris due to a static field buildup. Blocking off crown position hole: black electical tape was used to simulate a position hole on the crown becoming completely blocked from debris. When the system was run in this condition a missing pulse was measured and the crown would stop one position after the selected location. Decreasing sensor detector output: by the use of a decade resistance box in series with r10 on the sensor board, simulation of debris buildup on the sensor window could be determined. By increasing the resistance and measuring the emitter output, a double pulse was measured and the crown would stop one position prior to the selected position. Blocking off sensor output: black electrical tape was used to simulate the sensor window becoming completely blocked from debris. When the system was run in this condition, the system posted a "crown abort" error message to the operator and no sampling of specimens was performed. Conclusions: from the data received during testing and the evaluation of the software associated to the position tracking with relationship to the home position, the possibility exists for the auto sampler to lose track of the tube position. For this occur, debris from the environment, that is, dust, dirt, lint, tube label material would need to be collected and block off or partially block off the position sensor or the position location hole. Recommendation: issue customer notification to restate the cleaning process defined in the auto sampler operator's manual and also add a frequency to the cleaning process. The company believes this corrective action will prevent recurrence of this type of event. System 9100+ hematology analyzers also include an internal barcode reader for automatic reading patient identification numbers. The use of this feature assists in the positive identification of patient samples and results. Evaluate a means of providing a more robust counting sequence as part of the system's software.